Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device returned inside of a hoop and it was easily removed from it. The device has the distal tip broken/fractured approximately at 329.5 cm from the proximal end; the detached section was not returned. No more damages were found. Dimensional inspection of the outer diameter (od) of middle and od of the proximal section of the device were performed and were within specifications. Dimensional inspection of the overall length and od of the distal tip of the device could not be performed due to the device condition.

Event description:
It was reported that the rotawire separated and remained inside patient. The target lesion was located in the left anterior descending artery. A 330cm rotawire and a rotablator burr were selected for use. During the procedure, it was noted that the rotawire was trapped at the bifurcated narrow coronary artery and broke at the midddle of the radiopaque (ro) marker when in dynaglide mode. Two guidewires were then inserted and positioned on the broken wire to twist it up, however the broken part went to the periphery and was unable to retrieved. The burr and other devices were removed but the broken rotawire remained inside the patient. A different burr was then inserted, pre-dilation was performed by a cutting balloon, and a stent was deployed and completed the procedure. No further complications were reported and the patient is fine.

Event description:
It was reported that the rotawire separated and remained inside patient. The target lesion was located in the left anterior descending artery. A 330cm rotawire and a rotablator burr were selected for use. During the procedure, it was noted that the rotawire was trapped at the bifurcated narrow coronary artery and broke at the middle of the radiopaque (ro) marker when in dynaglide mode. Two guidewires were then inserted and positioned on the broken wire to twist it up, however the broken part went to the periphery and was unable to retrieved. The burr and other devices were removed but the broken rotawire remained inside the patient. A different burr was then inserted, pre-dilation was performed by a cutting balloon, and a stent was deployed and completed the procedure. No further complications were reported and the patient is fine.